Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. 510k#: device is not distributed in the united states, but is similar to device marketed in the USA. A review of the device history records was not performed because no lot number was provided. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided.

Event description:
It was reported that the trial implant got stuck on the blade. During a l4-5 tdr case with dr (B)(6) on the (B)(6) 2011 the trial implant got stuck on the handle. Dr (B)(6) was unable to remove the handle and we had to use another set. This is the second time that we have experienced this type of problem with the trial implant handle. This is report 1 of 2 for complaint (B)(4).